Event description:
It was reported that the 2600 system is not making x-rays. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a loose communications board. Reseated all boards and rebooted unit. The system was tested and found to be working as intended and placed back into service.